Event description:
It was reported that the patient experienced syncope. There was inappropriate pacing therapy and intermittent loss of pacing on the right ventricular (rv) lead. An attempt was made to reposition the lead, however, the issue remained when reconnected to the device. When the lead was eventually explanted and replaced, the pacing problem was still not resolved. The implantable pulse generator (ipg) was suspected of having a connection issue, and the physician chose to replace implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.